Manufacturer narrative:
(B)(4). Visual inspection was not performed as the intraocular lens (iol) remains implanted. A digital video was provided in the complaint folder, and was evaluated. A small crack was observed at the lens edge instead of a scratch as reported by the customer. Based on the evidence observed, the origin of the crack in lens could not be confirmed as a manufacturing error. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a pcb00v intraocular lens (iol), a scratch mark about 1.5 mm was observed on the iol in the patient's eye. Additional information confirmed that there was no removal and replacement of the iol conducted. Reportedly, there was no patient injury. No further information was provided.